Event description:
It was reported that the patient experienced cardiogenic shock leading to cardiac arrest with decreased heart rate, decreased ejection fraction (ef), a drop in blood pressure, and asystole. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat persistent atrial flutter a farawave nav catheter was used. A cavotricuspid isthmus (cti) ablation was performed first using a non-boston scientific radiofrequency (rf) catheter. After this a decrease in the patient's heart rate was noted, but the procedure was continued with the heart rate being monitored. The rf catheter was exchanged for the farawave, and four ablation applications were made to the left superior pulmonary vein (lspv). After the fourth application the patient's heart rate decreased further, and the patient's ef decreased along with a drop in blood pressure as well. A diagnosis of cardiogenic shock leading to cardiac arrest and asystole was made. A balloon pump was inserted into the patient. The procedure was able to be completed. The patient was hospitalized and balloon support was removed the day after the procedure. The patient recovered and was discharged from the hospital five days after the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.